Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump inappropriately suspended due to a sensor glucose of 58 mg/dl and a blood glucose of 126 mg/dl. Troubleshooting was initiated for the inaccurate sensor value. The customer's insertion technique and calibration methods were reviewed. The sensor was inserted into the customer's abdomen. The customer confirmed that he had not experienced bent sensor cannulas as well. No products were shipped or returned.